Event description:
It was reported that the implantable cardioverter defibrillator was interrogated and an nsrvo episode was observed on a transmission. Upon review, one of the episodes proved to be extremely unique and confusing, as the marker channel showed, hv, loss of capture, fibber, hysteresis, and a multitude of other, seemingly inaccurate markers. It was noted that there was bluetooth communication issue between the device and the app and with all the maker channel annotations appeared to have t-wave oversensing. Further information was requested however, was not provided.